Event description:
It was reported that, post valve surgery, the right atrial lead was not capturing nor sensing. A lead repositioning was attempted, however the lead was still unable to sense or pace and the lead impedance was low. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was environmental stress cracking on the outer insulation and blood in/on the helix mechanism.